Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing palpitations. It was noted that there were short v-v intervals on the right ventricular (rv) lead and also that the r-wave measurement was below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed.